Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. It was also reported that the patient had methicillin-sensitive staphylococcus aureus bacteremia. No additional adverse patient effects were reported. The ICD is no longer in service.